Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 49 mg/dl. The customer consumed glucose tablets to address the bg. The customer stated that the pump settings had been adjusted the day before and may be a possible cause of the low bg. Tandem technical support advised the customer to discuss the low bg with a healthcare provider. The customer acknowledged.